Event description:
It was reported that during a lap cholecystectomy procedure, devices jaws stuck together. Surgeon pushed firing trigger open. Clips looked like a c or pear shape. No pt consequences. Case completed with another device of the same product code.